Manufacturer narrative:
This report is a response to uf report # mw5102495 which was received by amt from the FDA on 08/16/2021. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt confirmed with the device referenced in the report is not available for return. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaint reports for this same batch. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter's report #: mw5102495, it was reported "to ir (B)(6) 2021 for gastrojejunostomy catheter check and exchange. Shortly later (noted less than one hour), it was discovered the balloon of the tube had ruptured and pt. Had to return to ir suite for gastrojejunostomy catheter check and exchange noting the catheter was faulty. FDA safety report ID# (B)(4)."